Event description:
During a pt use, it was reported that the device would not respond to the energy select, charge or shock buttons to provide defibrillation therapy. Upon the first responder's arrival, the ambulance crew observed that CPR was in progress on a down male pt. The medics took over the CPR and connected the pt to the device. The customer reported observing a ventricular fibrillation (vf) initial rhythm and pressed the energy select button several times to charge energy but there was no response. The user power cycled the device but the problem persisted, and the care givers continued CPR until a second defibrillator was retrieved. However, by that time, the pt was reported to have an asystole rhythm before the second defibrillator was connected. The end users administered medication and transported the pt to the hospital while continuing to perform CPR. The pt did not survive the event. Following the event, the end user was able to recreate the problem, device inability to select energy. Additionally, further testing found that the device selected energy but was unable to change the energy levels and delivered the charged energy without pressing the shock button.

Manufacturer narrative:
(B)(4): a clinical review of the reported event by physio-control determined that the device use did not contribute to the pt's outcome since the event record pt ECG showed asystole with a slight artifact as presenting rhythm throughout the event on contrary to the ems crew report. Additionally, defibrillation is not indicated based on the ECG and the pt down time is unk. After power cycling the device, it was noted that the pt ECG showed an artifact during and following the CPR and the device shock advisory system analysis gave a "no shock advised" decision. The artifact free ECG showed a clear asystole rhythm. Physio-control evaluated the device at the failure analysis center and verified the reported failure. Physio determined the cause of the failure to be a damaged shock button on the main keypad assembly. The shock button was flattened to act as a short and was activated when the charge and energy select buttons were pressed. Physio in the process of repairing the device and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.